Event description:
It was reported via remote transmission that an alert for hvli out of range was noted on the device. Investigation of the device records did not reveal any anomalous readings. Suspected cause of the alert was most likely a result of automatic testing coinciding with negative hysteresis.